Manufacturer narrative:
(B)(4). Date sent: 12/8/2022. D4: batch # 954a40. Additional information this is an analysis of the photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a fragment of blue material with two staples. Based on the photo review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: 954a40. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that four gst60b reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reloads. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the reloads were received fully fired. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received fully fired. Upon further inspection, the reload was found to have damage on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, after the 3rd staple firing (gst60b), the surgeon was removing the migratory crotch staples and noted something "blue". He could not tell if it was a fragment of the reload cartridge or a fragment of the drape. The staple lines were normal in appearance and visual inspection of the reload cartridges did not reveal any missing pieces, defects, or breaks. The case was completed using the same stapling device and additional blue reloads without issue. The fragment was retained along with all 5 blue reloads fired. The reporting representative was present for the case and assisted in the subsequent collection of the reloads and fragment. There were no patient consequences.